Event description:
Event details: test strips I purchased have false negatives. Doctor's visit was able to confirm covid but the strips didn't.

Manufacturer narrative:
Customer is claiming false negative because they tested negative on (B)(6). They then went to the doctor's office and (B)(6) and pcr tested positive for covid. Customer reply purchased from amazon. The manufacturer retested the lot (242cf10718) with covid positive samples, no false negative for covid were detected.